Event description:
Information received regarding the explanted device notes that when the device was interrogated, the mode repeatedly switched to voo. The device could be reprogrammed but when the telemetry wand was removed, the device reverted to voo mode.